Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high impedance measurements in all channels dating prior to the explant date. Technical services (ts) was contacted and upon reviewing the data, noted that this ICD was taken out of shipping mode days prior to implant which is consistent with high impedance measurements since there were no leads attached to the ICD yet. After implanting, all measurements recorded were within normal limits. This ICD remains in service. No adverse patient effects were reported.